Event description:
Other serious/important medical incident: seen doctor due to... I made the first time mistake of buy singfiller online for (B)(6) on (B)(6) 2017 from (B)(6). The buy their products from (B)(6) I later found out. They don't have a mailing address listed for here in the us. I believe the person operating the (B)(6) site lives in the us and selling non FDA dermal fillers. I have now had cellulitis twice since I first used this product in (B)(6) 2017. I was a first time user and initially thought I used too much but my face was just swollen. After a couple of days I got cellulitis and pus near my nasal labia on my left side. That cleared up after a week. Then everything seemed normal. My face looked normal so I knew I didn't overdo the filler. Time passed and this month in (B)(6) 2017 it came back out of nowhere. It began with a itchy nodule on my right side of check near nose and became swollen and a small puss abscess. Date the person first started taking or using the product: (B)(6) 2017. Did the problem stop after the person reduced the dose or stopped taking or using the product: yes. Why was the person using the product: face filler for old age.